Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead is damaged. Reportedly, this lead created noise when the patient pushed her hands together. Boston scientific technical services (ts) stated that the noise on the rate sense could lead to an inappropriate shock but noise on the shock would not. Boston scientific technical services (ts) advised to visit the following physician to check the patient. Attempts to obtain additional information but was unsuccessful. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.